Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 2, 2024. The affected sample was inspected upon receipt to confirm what appears to be a piece of glove trapped in between the reservoir lid and housing. The foreign material was measured, and it was found to be >5mm² which is out of specification. A retention sample was inspected to show no anomalies with the device, including no foreign materials. All capiox units are 100% visually inspected in process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, upon unpacking and inspection, foreign object in the reservoir was detected. *no patient involvement